Event description:
Healthcare professional reported "two liquid collections of approximately 1 cc", "inflammatory aspect and grade 4 seromas". Healthcare professional later reported "left breast prosthesis with inflammatory aspect grade IV capsular contracture." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture, baker grade IV.